Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that, post-aquablation therapy, an abdominal distention was noted. The treating surgeon suspected a bladder perforation and the patient was sent for computed tomography (CT) imaging for further evaluation. Bladder perforation was confirmed during CT imaging. The perforation was surgically repaired. As per the treating surgeon the waterjet did not cause the perforation, however multiple factors including the catheter, blowing up balloon inside a bladder fold, and resectoscope could have potentially caused the perforation. The patient remained stable during the post-operative period. No malfunction of the hydros robotic system was reported.

Manufacturer narrative:
The hydros robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR), and user manual (um). A review of the device history record (DHR) was conducted for hy1000-us/serial number (B)(6), which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The hydros robotic system's user manual (um) um0401-00-01, us, english, rev. C, was reviewed. 4.2.3 warnings: procedure - avoid applying excessive compression to the prostate. Excessive compression can contribute to serious injury to the patient. - as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include the following, some of which may lead to serious outcomes and may require intervention: bladder or prostate capsule perforation. It was reported that there was abdominal distention due to a bladder perforation. It was noted the treating surgeon believes that the waterjet did not cause the perforation, however multiple factors including the catheter, blowing up balloon inside a bladder fold, and resectoscope could have potentially caused the perforation. The perforation was surgically repaired. No malfunction of the hydros robotic system was reported. The hydros robotic system's um lists bladder perforation as a potential risk of aquablation therapy. Based on the review of the information provided, plus a review of the DHR, and um, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.